Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the "pump was off" and customer "was unaware that it was off"; cause was not known. Customer went to the emergency room and was discharged the same day. Reason for ER visit was not provided. A blood glucose level was not provided. Customer declined troubleshooting with tandem technical support and declined to provide further information.